Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm endoscope plus, 30° had cross-eyed; it was not in alignment. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscope was visually inspected and/or placed in an internal system and detected with a problem in the camera module. The endoscope was disassembled and the camera module was visually inspected for damage and/or placed in a diagnostic tester. The camera module exposed, one was broken. Additionally, the endoscope was visually inspected and found with mechanical damage the scope¿s shaft. Visual inspection confirmed hairline crack on enter button exhibiting damage of the button pack assembly. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect friction. The camera adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. Also, the endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable.